Event description:
It was reported that during preparation for a supply change, insulin was observed leaking from the ilet, which the user associated with a damaged cartridge top and a leaking cartridge component; the user was guided through a supply change and completed it successfully, and a goodwill supply order was arranged. Customer care provided support that included remote troubleshooting and user education on replacing supplies. Investigation of this case revealed a leaking cartridge consistent with damage to the cartridge top leading to insulin leakage at the cartridge interface. No adverse clinical effects reported. Outcomes included restoration of normal use after supply replacement without medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was user-handling related damage to the cartridge resulting in leakage.